Event description:
The hospital recently switched back to the bd maxzero needleless connector to be used as the end cap on our port needle tubing. Today I accessed a pt's port using the bd maxzero needleless connector on the end of the port needle tubing and drew blood from the line by connecting a 10 ml syringe to the other end of this needleless connector. When I disconnected the waste syringe and the lab specimen syringe, there was a large drop of blood on the end of the needleless connector both times. One of these times of disconnect, the drop of blood dripped onto the chair the pt was sitting on. The other time of disconnect, blood dripped onto my glove and continued to pool at the end of the needleless connector. I ended up having to get a chg [chlorhexidine gluconate] swab to clean the blood off the end of the cap before placing the green curos endcap. Then I had to clean the blood off the chair and remove my glove/change it before labeling the blood tube to prevent transferring blood from my glove onto the tube. This is an issue we have had in the past when we previously used this device and I was disappointed to have it happen again with my 1st instance using it again. Also in the past, the blue interior sponge component has been stuck inside the plastic cap leaving a potential track for blood to continue leaking out and bacteria to get into the central line. It was hard to see this time if that was the case as the end was completely covered with blood and dripping. Manufacturer response for set, administration, intravascular, maxzero (per site reporter). Manufacturer suggested more education for staff. Education provided. Issues continue.